Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the device failed to power on. The device's power supply was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery, power management board, system board and interface board were replaced to address the issues.